Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was noted with electromagnetic interference oversensing. The device remains in use. It was also reported that the right atrial (ra) lead exhibited a warning for failed atrial lead position check. Lead therapies were disabled. The lead remains in use. No patient complications have been reported as a result of this event.